Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 it was reported the patient had an infection with leakage of purulent fluid and mild erythema in the stoma where the oral antibiotic previously prescribed had not been effective. A stoma culture was performed where it tested positive for candida glabrata and resistant to fluconazole treatment. The patient decided to wait 15 days without treatment as the recommended oral antibiotic was very expensive. The patient applied positon creme until her dr. Appointment in 15 days. On (B)(6) 2020, due to the exit of substances through the stoma, the patient was hospitalized where she was informed she had candida fungus in the stoma. The patient was in suspension of duodopa since (B)(6) so the peg could rest. On (B)(6) the patient's neurologist reported that since (B)(6) the patient has been vomiting, pain and suppuration from the stoma. On (B)(6) the patient remains admitted to the hospital, with duodopa therapy and awaiting results of stoma culture performed on (B)(6) 2020. Patient is on unknown intravenous antibiotics and reports improvement in the stoma.